Event description:
Interventional cardiologist inflated taxus 3.5 (20) stent in the circumflex artery. Stent was delivered. Attempted to deflate by dialing down pressure on the inflation device (per previous sales representative's advice) and applying negative pressure. Stent balloon did not deflate. Attempted several times to deflate using inflation device. Cardiologist deep seated the catheter in an attempt to telescope the guide catheter over the balloon and was unsuccessful. Also over-inflated the inflation device twice in an attempt to burst the balloon. Finally applied negative pressure with a large (20 cc) syringe several times and deflated the balloon. Then removed the guide catheter, wire and balloon catheter in one motion. The shaft of the stent balloon was in 2 pieces. Under fluoroscopy the circumflex artery and a marginal branch were observed to be dissected. Cardiologist placed 2 cypher stents into the circumflex. The marginal branch was not stented due to tortuosity and the patient was asymptomatic.